Event description:
Information received indicates the bed has no function due to the sidecom cable being nearly severed.

Manufacturer narrative:
The technician replaced the sidecom cable to repair the bed.